Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the surgery there was gusher which was controlled by positioning the electrode. Post surgical patient suffered from rhinorrhea. The subsequent analysis of this fluid was positive for meningitis (apl +). The child is stable, without fever and in good general health condition.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely postoperative meningitis. Considering the perioperative onset of the meningitis, the inoculation of pathogens at the time of surgery appears likely. Further, the patient has incomplete partition I (ip I), an inner ear malformation which is known to be associated with a higher risk of intra-operative gusher and post-operative meningitis. This is due to csf fistulas, as the modiolus and the cribriform plate are absent, resulting in a wide defect between the iac and the cystic cochlea. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. This is a final report.

Event description:
During the surgery there was gusher at the oval window that was sealed with muscle. After surgery, the recipient had csf rhinorrhea. The user is stable, without fever and in good general health condition. The device has been explanted.